Manufacturer narrative:
Updated date per medical records provided, original event date reported was an estimated date. Updated to include patient history. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: "chief complaint: fistulization of the bowel causing infection". CT results from "(B)(6) 2105" describes the following findings: ¿interval migration of pigtail catheter out of the primary pocket of the anterior abdominal wall collection. Catheter tip now located along the right paramidline tract extending towards the skin surface. Anterior abdominal wall collection appears grossly stable in size and morphology, however contains slightly increased air and minimally increased surrounding stranding inferiorly. Acute infection may be present. No other discrete fluid collections identified to indicate abscess formation¿. Assessment/plan - 6/25/2015 states: ¿(B)(6) male with a [history of] crohns disease with fistulization causing abdominal infection. CT scan obtained without oral contrast so unable to assess the status of the fistula to see if this is the cause of worsening infection¿. Medical record dated (B)(6) 2015 indicates the following: ¿history of present illness: (B)(6) male well known to the surgery service for fistulization of the bowel causing infection that is currently being percutaneously drained. The treatment plan for him has been bowel rest with tpn for nutrition to allow for improved nutrition for healing of the fistulas and if needed for future surgical intervention. Pt had been doing well with treatment and was making progress. He was seen in clinic a week ago and was well at the time. Nutritional labs were obtained and he has shown much improvement. Shortly after his appointment with us he began having drainage around the percutaneous tube site with fevers and some discomfort. This morning he states that his back is what is painful. He had a CT scan last night with ov contrast only¿. ¿abdomen -abdomen is soft but with subcutaneous swelling around the percutaneous drain in the right side, minimal ttp at the drain site, there is a bulky but clean dressing in place over the drain, drainage bag with brown fluid inside, +bs, umbilical scars from previous surgery, left sided ileostomy bag without induration¿. Addendum to medical record dated 6/25/2015: ¿readmitted with increasing drainage around his dislodged abdominal wall drain. St scan was reviewed. Unfortunately was done without oral contrast¿. ¿recommend drain be repositioned by ir¿. Microbiology results yielded: on (B)(6) 2015- collection sample: other- test(s) ordered : c&s ¿ wound - escherichia coli, klebsiella pneumoniae, staphylococcus aureus, enterococcus faecalis. On (B)(6) 2015- collection sample: fluid: site/specimen: abdomen-candida albicans, cocci, hemolytic streptococcus. On (B)(6) 2015- collection sample: fluid, other: tests ordered c&s-fluid, other- escherichia coli, enterococcus faecalis, streptococcus anginosus. On (B)(6) 2015- collection sample: abscess: site/specimen: abdomen- enterococcus faecalis, candida albicans, diphtheroids. Pathology report of the explanted mesh - (B)(6) 2015 indicates the final pathologic diagnosis: abdominal wall fistula, excision: fibroadipose tissue with marked acute and chronic inflammation consistent with fistula tract. Ileostomy, resection: ileostomy site with focal acute inflammation and ulceration. Omentum, resection: benign adipose tissue with focal fat necrosis and fibrosis. The report further describes the gross description as follows: ¿abdominal wall fistula is a 19.5 x 15.4 x 6.5 cm aggregate of multiple ragged, irregular, unoriented fragments of synthetic mesh-like material with attached adipose tissue and membranous purple-gray, dense fibrous tissue. Sectioning reveals focally softened and focally fibrotic cut surfaces.¿ the instructions for use provide the following warning among others: ¿to help maintain strict asepsis during surgery, special precautions and extremely careful preoperative site preparations are necessary. When operative infection is suspected dissection of involved tissues should be considered. Any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material. Staged repairs should be considered when gore dualmesh biomaterial will be subjected to gross contamination or infection¿.

Manufacturer narrative:
Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: operative report (B)(6) 2002 indicates the patient underwent ¿lysis of adhesions, small bowel resection, revision of ileostomy, repair of ventral/peristomal hernia using gore-tex dual mesh for a post operative diagnosis of crohn¿s disease and peristomal hernia. The procedure is described as follows: ¿¿in 1982 underwent ileostomy construction for an ileal perforation secondary to crohn¿s disease. He has undergone several revisions and peristomal hernia repairs. The peristomal hernia is now recurrent and the only options are to revise the stoma and place it on the left side or to close the ileostomy re-establish intestinal continuity.¿ ¿dissection was performed through the fascia and marlex mesh was encountered. The mesh was redundant and bunched. It was very thick and had a large amount of associated scar. Once the peritoneal cavity was entered, lysis of adhesions was performed and the ileum that was incarcerated in the large peristomal hernia was dissected free. It was apparent that only a portion of the previously placed marlex mesh was in the area of the ileostomy. Further dissection around the periphery of the peristomal hernia was performed, and once the entire area had been adequately dissected a 15 x 19 cm portion of gore-tex dual mesh was obtained and marked for placement. A defect in the abdominal wall in the left lower quadrant was made for the new ileostomy site. The ileum was appropriately oriented and pulled through the fascial defect. The dual mesh was sutured in place with interrupted 2-0 nylon stitches on a straight keith needle. For each stitch a small skin incision was made and the keith needle was passed through the skin and entire thickness of the abdominal wall as well as the mesh. The skin was passed back through the abdominal wall and tied in the subcutaneous fat. This was accomplished around two-thirds circumference of the mesh. The remainder of the mesh was sutured in place with the fascial closure stitch. The 0 looped nylon running stitch was used to reapproximate the fascia, the previously placed marlex mesh as well as the gore-tex dual mesh. The operative report dated (B)(6) 2015 indicates that the patient underwent a procedure for the pre-operative diagnoses of crohn¿s disease with enterocutaneous fistula and infected ventral hernia mesh and peristomal pyodermal gangrenosum. Operative findings: peristomal pyoderma gangrenosum and enterocutaneous fistulas involving abdominal wall and ventral hernia dual mesh. The procedure is described as follows: ¿upon entering into the abdominal cavity patient¿s existing dual mesh was encountered. The mesh was carefully dissected from the abdominal wall. It was easily removed as it had not scarred into the abdominal wall.¿ ¿patient had dense scarring of his omentum to the anterior abdominal wall and mesh and omentectomy was performed. ¿he had significant peristomal pyoderma gangrenosum and this area was resected from the skin.¿ ¿the fistula sites involved from the distal ileum were identified. There was secondary involvement of several pieces of small intestine¿¿ ¿there were 3 areas of the serosa that appeared denuded. These areas were oversewn¿¿ the ventral hernia defect was closed with biologic mesh with an underlay placement. The instructions for use provides the following warning and addresses possible adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿

Manufacturer narrative:
A review of the manufacturing records could not be conducted because the lot number is unavailable.

Event description:
It was reported through a voluntary medwatch report that the patient was implanted with gore dualmesh® biomaterial for the treatment of a peristomal hernia on (B)(6) 2002. In (B)(6) 2015, the patient was hospitalized where the mesh was suspected to be infected. The mesh was later removed on (B)(6) 2015 and the patient is reported to be recovering.